Event description:
The facility reported a flogard infusion pump that "does not infuse". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported problem of a flogard infusion pump that "does not infuse" was confirmed on customer site by service as f-73, which is a pump motor-related failure. Service determined that the cause was due to loose motor couplings, which were tightened onsite at the facility by a baxter field service technician to resolve the issue.